Event description:
A hospital in (B)(6) reported that the tubing on the opt314 junior interface had become detached from the cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Devices originally reported as being opt314 cannulae. Further information received subsequently revealed that both complaint devices were opt312 cannulae. Method: two complaint op312 junior cannulae were received in new zealand for evaluation. The cannulae were visually inspected. Results: visual inspection of device 1 revealed that the left side of the flexitube was damaged and had detached from the cannula. In device 2 it was found that the loop pad had detached from the left side of the cannula. The glue residue on the cannula was still sticky. There only a small amount of adhesive on the loop pad material on the side where it comes in contact with the cannula. A lot check could not be performed as lot information was not provided. Conclusion: the detachment of the tube from the cannula tube joint, as well as and the damage to the tubing in device 1 is most likely to have been caused by an excessive pulling force; it was observed that the tube has been properly inserted into the cannula and sufficient glue has been found on the outer surface of the tube as well as the inner surface of the cannula tube joint. In device 2 the loop pad had likely detached from the cannula due to failure of the adhesive backing to adhere to the loop pad. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "do not stretch or crush tube". "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times."

Event description:
A hospital in (B)(6) reported that the tubing on an optiflow junior interface had become detached from the cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently endeavouring to retrieve the cannula for evaluation. We will provide a follow up report upon completion of our investigation.